Manufacturer narrative:
(B)(4). Retainer = black. The insulin pump was returned for power loss alarm and charge battery alert per event date (B)(6) 2021. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, 40 pin flexible printed circuit/lcd and motor. Unable to download the history files using thus software due to blank display. Device tested with reference test electronics stack electrical board 2, was able to boot up properly with no unexpected blank display noted. The following were noted during visual inspection cracked battery tube threads and cracked case corner of belt clip rails. The device p-cap / test reservoir locks in place properly. Power loss alarm and charge battery alarm was not confirmed due to blank display. Device received with blank display due to moisture damage on electronics assembly. Pump exposed to moisture confirmed. Unable to download the history files using thus software due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.